Event description:
Additional information was received that the cause of the failure to open was not determined. The specific reason is really not clear. The sales thinks it may be a problem with the tip end of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of multiple amorphous, unruptured aneurysms in the ophthalmic artery segment of the right internal carotid artery (ica) with a max diameter of 3.6 mm and a 4 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.98 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was in the normal value range. The angiographic result post procedure showed everything was normal. It was reported that irregular multiple aneurysms in the ophthalmic artery segment of the right internal carotid artery. First, conventional anteroposterior and lateral angiography and 3d rotation angiography were used to identify the specific conditions of the aneurysm and parent artery. The diameter of the distal and proximal blood vessels was measured, and the ped-475-20 stent was finally selected. 8f guiding reached the internal carotid artery c1, and navien reached the horizontal segment of the cavernous sinus segment. Phenom27 reached the intersection of m1 and m2 on the same side under the guidance of the guide wire. The stent was fully hydrated and then smoothly delivered to the distal end. The m1 horizontal segment was selected for the tip end. Fixed the push rod and withdrew the phenom27 to expose the tip end of the developing guide wire. Then continued to withdraw phenom27, trying to open the distal end of the stent, but after deployed it for about 1cm, the tip of the stent still did not open. Put tension on the phenom27 and the push rod as a whole, and waited, but the tip end stillcouldn't be opened. And from the perspective observation, it was found that there was a risk of damage to the tip end. The surgeon tried again to increase the tension and waited to open the tip, but still fail ed. In the end, there was no choice but to remove the stent from the body and replaced it with a new ped-500-20. This time the tip end was opened smoothly, subsequent deployment and opening were still smooth, and the surgery was successfully completed. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were additional steps or other devices required to open the pipeline, such as increased tension, pulled back, increased tension again. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f cook and 8f guiding sheath, 6f navien 105 cm guide catheter, phenom 27 microcatheter, transend 0.014 in guidewire, and coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.